Manufacturer narrative:
Concomitant medical products chikai 14 (asashi intecc, type unknown), envoy 6fr (lot unknown), prowler select plus (lot unknown), enpower detachment control box (lot unknown), 2 other deltamaxx coils (same lot). Analysis: limited information was received. Both the unidentified enpower dcb and the connecting cable were not returned. The prowler plus microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the coil was received unsheathed, entangled, and unprotected. The coil was returned undamaged. The detachment fiber did not receive heat and melt. The dpu failed electrical testing with resistance at 35.9 ohms and the enpower systems go green light failed to illuminate. The device positioning unit (dpu) failed electrical. The detachment fiber did not receive heat and melt. The most likely contributing factor to the coils non-detachment was due to wiring damage. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complaint detachment system used in the procedure it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Conclusion: no failure detected, device out of specification, however, there was not a more appropriate code. Based on the information and the analysis, the event was confirmed and the coil did not detach, however, it is unknown how and where the damage occurred. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During transvenous embolization of a dural arteriovenous fistula at the patient¿s transverse sinuses the deltamaxx coil (cdx181040-30/c24216) could not be detached. The introducer of another deltamaxx coil of the same lot split open upon insertion into the microcatheter. The patient¿s vessels were mildly tortuous, but not calcified. After the pre-detachment electrical check, the physician placed the first complaint deltamaxx into the target transverse sinus and pressed the detachment button. Although there was a beeping sound to indicate that the detachment was complete, when the dpu was pulled back the coil was still undetached. The physician re-attempted the detachment, but this time the system ready light did not turn on and electricity was not running. It is stated that there was no visible issue with the detachment control box. The same enpower detachment control box (details unknown) and enpower detachment control cable (details unknown) were used throughout this procedure. It was replaced with the second complaint coil, however the introducer sheath of the complaint coil was split open upon inserting the dpu into the microcatheter, and the dpu got protruded from the sheath. It was replaced again with another deltamaxx with the same lot, and the procedure was completed without further issues or delay. There were also no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the concomitant devices after the event. There was no stretching or unintended detachment of the coils observed in the vessel or in the microcatheter. The connections appeared to fit properly without excessive force. No further information is available.